Manufacturer narrative:
The lead was surgically abandoned and replaced. As the lead will not be returned for analysis, the clinical observations cannot be confirmed.

Event description:
Boston scientific received information that during a normal device change out, the physician accidentally cut this right ventricular (rv) lead. It was confirmed per the additional information received that the coil was nearly completely cut on the rv lead. This rv lead was surgically abandoned. No adverse patient effects were reported.